Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the power supply brick and restored display function.